Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 423 mg/dl. Cause was not known. Customer delivered a manual injection to address bg. Customer required assistance and emergency services were called. A saline drip was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Recommendation was made to consult with a healthcare provider regarding diabetes management.